Manufacturer narrative:
.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent fell off as the device was being prepped for use. There was no pt involvement. No additional event or pt info is available.